Event description:
It was reported that the patient's implantable neurostimulator had eroded through their skin. The patient had their neurostimulator and extensions explanted and there was no sign of infection. The patient intended to have the neurostimulator re-implanted within a month. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3389s-40 lot# v742349 implanted: (B)(6)-2011 explanted: na, lead model 3389s-40 lot# v721172 implanted: (B)(6)-2011 explanted: na, programmer model 37642 (B)(4), extension model 37085-60 (B)(4) implanted: (B)(6)-2011 explanted: (B)(6)-2012, extension model 37085-60 (B)(4) implanted: (B)(6)-2011 explanted: (B)(6)-2012.

Event description:
Additional information received from the hcp reported that the patient also had an infection. The hcp reported that the system was explanted on (B)(6), and the left chest generator site was washed out. The patient required hospitalization, and was discharged home with a follow-up appointment with infectious disease and a 4-6 week course of IV antibiotics. The patient was scheduled to be re-implanted on (B)(6).

Manufacturer narrative:
.